Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis with gram stain positive for gram negative bacilli in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, a break in aseptic technique occurred described as did not wear a mask. On (B)(6) 2010, the patient was diagnosed with peritonitis, manifested by abdominal pain and cloudy effluent. On (B)(6) 2010, the patient was admitted to the hospital for the peritonitis. In (B)(6) 2010, the patient was treated with cefazolin 400mg ivf q8 and gentamicin 4mg/dl. The patient's pd catheter was removed and a catheter was inserted for hemodialysis. Due to the removal of the patient's pd catheter, pd therapy was considered withdrawn. At the time of reporting, the patient remained hospitalized. The event of peritonitis was ongoing and unchanged. Since there was no documentation indicating that the patient had been retrained, the outcome for the event of break in aseptic technique was unknown. The root cause of the peritonitis was break in aseptic technique. The nurse believed that the event of peritonitis was not related to pd. The nurse did not provide an opinion of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.